Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the investigation results, the malfunction is likely due to the following- due to damage on charged coupled device unit, the image not displayed and dirt on light guide cover glass, for which the most probable cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the colonovideoscope had no image and dirt on light guide cover glass. There was no patient involvement.